Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the right coronary artery (rca). A 2.75x12mm promus premier stent delivery system was advanced to the lesion. The stent came off of the balloon prior to get deployed. It got caught in the previously implanted stent (promus premier mr 3.0x16mm) within the rca vessel. There was an attempt to move the second stent through the first implanted stent. The 2nd stent was removed and the procedure was no longer persuaded. No further intervention done. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 4.7cm distal to the strain relief. An examination of the crimped stent found that the stent was severely stretched and pulled distally on the balloon. As a result the proximal edge of the stent was located at 9mm distal to the distal edge of the proximal markerband. An examination of the balloon found that the balloon folds were relaxed. There was a build-up of solidified contrast media inside the inflation lumen. Solidified blood was present on the surface of the device at the proximal balloon sleeve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the right coronary artery (rca). A 2.75x12mm promus premier stent delivery system was advanced to the lesion. The stent came off of the balloon prior to get deployed. It got caught in the previously implanted stent (promus premier mr 3.0x16mm) within the rca vessel. There was an attempt to move the second stent through the first implanted stent. The 2nd stent was removed and the procedure was no longer persuaded. No further intervention done. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the right coronary artery (rca). A 2.75x12mm promus premier¿ stent delivery system was advanced to the lesion. The stent came off of the balloon prior to get deployed. It got caught in the previously implanted stent (promus premier mr 3.0x16mm) within the rca vessel. There was an attempt to move the second stent through the first implanted stent. The 2nd stent was removed and the procedure was no longer persuaded. No further intervention done. No patient complications were reported and the patients status was fine.